Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant false upstream occlusion errors, which were not reproduced during evaluation. A review of the event history log identified constant false upstream occlusion errors as upstream occlusion messages. The cause was determined to be the ultrasonic sensor readings were out of the calibrated specification range. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant false upstream occlusion errors. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.